Event description:
Pt reported clavicle pain upon injection of chest port. Contrast injection showed extravasation near the clavicle. Port removed in interventional radiology and was found to have a slit.